Event description:
It was reported that pump experienced malfunction alarm with code for speaker error, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using provided reset information, malfunction did not recur after reset, customer was advised pump could continue to be used and to call back if issue recurred, and caller acknowledged and understood instructions.